Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited episodes of high capture thresholds, failure to capture and high pacing impedance. The lead was capped and replace on (B)(6) 2026. The patient was in stable condition.